Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the gastrointestinal videoscope had foreign material stuck in the biopsy channel. The issue occurred, during preparation for use of a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. This report is being supplemented with additional information from the legal manufacturer's final investigation. A review of the device history record revealed no deviations that could have caused or contributed to the reported issue. While olympus confirmed the presence of foreign material in the device, the specific type of material could not be identified. Although a definitive root cause remains undetermined, it is possible that improper reprocessing, indicated by the inability to pass the brush through, may have prevented the removal of the foreign material the event can be [detected/prevented] by following the instructions for use (IFU): IFU states that detection method in gif-2th180 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-2th180 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.